Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Through the review of the medical article ¿long-term outcomes after transcatheter aortic valve-in-valve replacement¿ corresponding author dr. Josep rodés-cabau et al. The following events were identified as pertaining to edwards devices: one patient with an edwards valve implanted (between 2009 and 2015) into an unknown pre-existing valve (valve-in-valve) was diagnosed with clinically relevant structural valve degeneration (svd) through the echocardiography performed at 2 or 4 year follow-up. The mechanism of svd was stenosis with no significant changes in aortic regurgitation. The patients were managed either by medical treatment or through redo tavr. All patients were alive at last follow-up.

Manufacturer narrative:
Reference article: de freitas campos guimarães, leonardo, marina urena, harindra c. Wijeysundera, antonio munoz-garcia, vicenç serra, luis m. Benitez, vincent auffret et al. "Long-term outcomes after transcatheter aortic valve-in-valve replacement." Circulation: cardiovascular interventions 11, no. 9 (2018): e007038. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.   Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  A very common failure mode is tissue calcification.  The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  Based on the limited information provided, the root cause for the valve could not be confirmed, but may be related to the patient¿s co-morbidities and/or pre-existing valvular disease process.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), through the review of the medical article ¿long-term outcomes after transcatheter aortic valve-in-valve replacement¿ corresponding author dr. Josep rodés-cabau et al. The following events were identified as pertaining to edwards devices: two patients with an edwards valve implanted (between 2009 and 2015) into an unknown pre-existing valve (valve-in-valve) were diagnosed with clinically relevant structural valve degeneration (svd) through the echocardiography performed at 2 or 4 year follow-up. The mechanism of svd was stenosis in all cases with no significant changes in aortic regurgitation. The patients were managed either by medical treatment or through redo tavr. All patients were alive at last follow-up.